Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) could not evaluate the subject device, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. However, based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During laparoscopic gastric bypass surgery, the subject device was used. In the procedure, the subject device stopped working and unspecified short circuit error occurred. The intended procedure was completed with another device. After the procedure, it was found that the tissue pad was worn away and the user commented that the tissue pad was melted. According to reported information, it was suggested that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.